Event description:
(B)(6), alerted us to an issue sterilizing part no. 6304-4-060. The joints between the barrel and the head of the instrument appear to be seeping fluid when high pressure air is passed through the instrument. Item has been removed from the hospital.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.